Event description:
Went to test the balloon on the 6 fr foley catheter prior to inserting it in the pt. The balloon would not deflate. This is the 5th incident of this same type/brand/product defect in the last 6 weeks.